Manufacturer narrative:
Mean age of 67 ± 11 years. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: melly l. Et al (2013) a new cable-tie-based sternal closure device: infectious considerations. Interactive cardiovascular and thoracic surgery volume 17. Pages 219-224. ((B)(6)) the objective of this retrospective descriptive and comparative study is to assess and compare the frequency in sternal wound infection and sternal dehiscence post-sternotomy between conventional wire and cable-tie-based closure techniques in patients after cardiac surgery. Between february 1, 2011 to january 31, 2012, 95 patients with a mean age of 67 ± 11 years were exclusively closed with an unknown synthes peek-based sternal zipfix, and could be compared with 498 who were closed with conventional wires (competitor device) during the same period. The mean age of the whole population was 66 years. Infections are recorded up to 12 months after initial cardiac operation. The following complications are associated with the synthes peek-based sternal zipfix group: 2 cases of pneumothorax. 12 cases of postoperative delirium. 20 cases of renal function complication. 1 case of re-exploration for bleeding. 5 cases of deep sternal wound infection. Of the 5 patients, 2 could keep their sternal closure device in place and only a subcutaneous debridement was performed with successful clinical course afterwards, 2 could be closed later after a vacuum-assisted therapy with either cw or new zf and only 1 needed a complex closure with a plate osteosynthesis. 11 cases of pneumonia 4 cases of sepsis 17 cases of treated infection 1 case of myocardial infarction this report is for an unknown synthes sternal zipfix. This report is 2 of 2 for (B)(4). A copy of the literature article is being submitted with this medwatch.